Event description:
Report rec'd involving death of a 7 month old male due to "strangulation in the intravenous tubing." The infant was secure in a crib and unattended at the time of the incident. The intravenous pump was set to infuse an unspecified antibiotic at 36ml/h to a hand intravenous access site. The infant was reportedly mobile and active, including sitting up and crawling on his own. An unspecified pump alarm reportedly sounded and when a nurse responded to the pump alarm the infant was found strangled by the intravenous tubing. Resuscitative efforts were not successful. The report source would not release any further info, including the user facility and city in which the event occurred. Investigation of the incident reportedly points to accidental entanglement in the intravenous tubing by the active infant. No additional info was available.